Manufacturer narrative:
Following this issue, a getinge field service engineer (fse) performed a scheduled preventative maintenance (pm) and the unit passed all functional and safety checks to meet factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed the arterial line but when attempting to zero the iabp unit a "transducer not vented" message was displayed. The iabp unit was swapped out with another iabp unit, however; the same message was generated. The staff confirmed they were turning the stopcock the correct way and did not have it running through the manifold in the room. Subsequently the staff attempted to troubleshoot after this event and using a different intra-aortic balloon (iab) the same message was generated again on the console. After multiple attempts, the iabp unit did zero. The customer states they are in one of the accounts affected by the altitude issue and currently unable to use the sensation plus iab. There was no patient involved and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The hospital staff attempted to troubleshoot the iabp unit after this even occurred and using a different intra-aortic balloon (iab), the same message was generated on the console. After multiple attempts, the iabp unit did zero. The customer states they are in one of the accounts affected by the altitude issue and currently unable to use the sensation plus iab.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed the arterial line but when attempting to zero the iabp unit a "transducer not vented" message was displayed. The iabp unit was swapped out with another iabp unit, however; the same message was generated. The staff confirmed they were turning the stopcock the correct way and did not have it running through the manifold in the room. Subsequently the staff attempted to troubleshoot after this event and using a different intra-aortic balloon (iab) the same message was generated again on the console. After multiple attempts, the iabp unit did zero. The customer states they are in one of the accounts affected by the altitude issue and currently unable to use the sensation plus iab. There was no patient involved and no adverse event reported.